Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. Accutni+3 reagent lot and expiration date not provided. The fse dispatched to the customer site verified proper system operation and did not identify any hardware or system malfunction capable of causing the analyzer to generate erroneous results. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined.

Event description:
The customer reported that an elevated troponin I (access accutni+3) result of approximately 3 ng/ml was generated for one patient on the laboratory's unicel dxi 600 immunoassay system (serial number (B)(4)). The customer indicated that the sample had been reassayed on the same system and results of approximately 2 ng/ml and 0.5 ng/ml had been generated. There was no report of patient injury or change to patient treatment in association with this event. The customer reported that the sample was collected in a becton dickinson lithium heparin gel separator tube which was centrifuged at 5100 rpm (rotations per minute) for five minutes. The customer indicated that access accutni+3 qc (quality control) values generated on the system were acceptable prior to this event. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the system.